Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on august 04, 2021. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information receved on october 8, 2021: note: it was reported that the shrink wrap was removed from the ligator head earlier in the set-up process. However, the instructions for use (IFU) document states that the shrink wrap should be removed at the end of the setup, after tensioning the tripwire.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was secured, and the slack was taken up correctly. The ligator head was returned with five bands attached and some of them were moved out of their original positions and were overlapped. Microscopic examination was performed, and it was found that the ligator head teeth were bent and the bands were observed damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. The bands were moved from their original positions and overlapped indicating a deployment failure. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The customer reported that the user removed the shrink wrap at the beginning of setup rather than the last step in the setup process after other established steps in the IFU. This could have led to user manipulation of the ligator head causing damage to the ligator head teeth and disturbing the bands. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported problem has not been determined. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.